Event description:
The customer reports that the needle point was dull and as a result this caused discomfort for their patients during injections including steroid injections, injections for pain and b12 injections. These were primarily used in the hip area or butt. No medical attention or serious injury was experienced. As of now no UDI# information nor patient specifics.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.